Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
The user facility reported the patient had a diagnostic cardiac angiogram as part of a pre op tavi, angioseal was deployed at the end of the procedure. Over 24 hours later patient developed a large hematoma and dropped their blood pressure. It was reported that the patient was transferred to itu where the patient then died.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. Patient was in his (B)(6). Patient was not overweight. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received in 09/19/2017. Location of puncture in common femoral artery. Pre deployment angiogram was performed. The vessel or vessel wall were not injured. Autopsy report has been requested. There were no problems encountered, it was a normal deployment. The placement of the angio-seal was not confirmed by imaging after closure. The doctor reported the cause of death was multifactorial, the patient had severe as and a recent chest infection. 36-40 hours later, bleeding occurred out of the procedure room. Ecchymosis location was right groin. Manual compression was applied. The user was trained. A CT or ultrasound were not performed to diagnose the bleed. Multiple sticks were not performed. The procedure was not a high risk access. The patient did not receive a blood transfusion. There was no evidence to say the posterior wall was punctured.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections patient identifier, initial reporter.

Event description:
Additional information was received on november 27, 2017. The vessel or vessel wall was not injured besides the regular puncture. No problems were encountered; it was a normal deployment. The angio-seal placement was not confirmed by imaging after closure.